Manufacturer narrative:
Insulin pump received with cracked case at display window corners. Insulin pump received with a minor scratch on lcd window. Insulin pump received with slightly discolored and stained end cap sticker and keypad overlay.

Event description:
It was reported that insulin pump has a crack on the lower left corner. Insulin pump has been replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.